Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber caused by external factors, wrinkles in insertion part, insertion part serpentine crushed, coat of the image guide serpentine peeled off, scratches on operation part, scratches on grip, angle lever scratched, scratches on up/down plate, scratches on universal code, electrical connector contacts corroded, and scope connector scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera bronchofibervideoscope was leaking. Upon inspection and testing of the customer returned device, the scope image guide serpentine tube was found peeled off. (1 to 2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the insertion tube which was peeled. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue resulted from the stress exerted on the device from repeated/long-term use. It also probable that the issue was caused by a mishandling of the device. Olympus will continue to monitor field performance for this device.